Manufacturer narrative:
To date, this electrode has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing. Technical services (ts) was consulted and noted that given the signal characteristics and the reproducibility of the artifacts during in-clinic testing, an issue with the inner conductor of the electrode is suspected. Additionally, the signal characteristics of the episode points to a problem with the sense b detection path. The ts consultant recommended system replacement as replacing the electrode only and switching to secondary configuration is not a viable option. Besides the inappropriate shock, no other adverse patient effects were reported. This system remains in service. Additional information received indicates the patient underwent a revision procedure, and this s-ICD system was explanted and replaced. Besides intervention, no other adverse patient effects were reported. The explanted electrode is expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing. Technical services (ts) was consulted and noted that given the signal characteristics and the reproducibility of the artifacts during in-clinic testing, an issue with the inner conductor of the electrode is suspected. Additionally, the signal characteristics of the episode points to a problem with the sense b detection path. The ts consultant recommended system replacement as replacing the electrode only and switching to secondary configuration is not a viable option. Besides the inappropriate shock, no other adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing. Technical services (ts) was consulted and noted that given the signal characteristics and the reproducibility of the artifacts during in-clinic testing, an issue with the inner conductor of the electrode is suspected. Additionally, the signal characteristics of the episode points to a problem with the sense b detection path. The ts consultant recommended system replacement as replacing the electrode only and switching to secondary configuration is not a viable option. Besides the inappropriate shock, no other adverse patient effects were reported. This system remains in service. Additional information received indicates the patient underwent a revision procedure, and this s-ICD system was explanted and replaced. Besides intervention, no other adverse patient effects were reported. The explanted electrode is expected to be returned for analysis. Additional information: this electrode was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified bubbles (but no cracks) in the notch area next to the proximal sensing electrode. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 23.4 to 25 millimeters from the terminal end. Analysis has determined in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.